Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported device damaged by another device (dislodged) appears to be related to procedural conditions and the migration of partial clip movement was a cascading effect of the dislodged. The poor image resolution could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (mr) with a grade of 3. It was noted imaging was challenging throughout the procedure. An xtw clip (40404r2018) was inserted and deployed on the tricuspid valve. To further reduce tr, an xt clip (40108r1078) was inserted. While in the ventricle, the clip became caught on chordae. Troubleshooting was performed and the clip was freed from chordae. However, while troubleshooting, the clip moved and came in contact with the xtw clip, causing that clip to partially detach from the septal leaflet. The xt clip was then deployed without further issues, reducing tr to a grade of 1. There was no clinically significant delay in the procedure.